Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. For the lgn ps high flex xlpe review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the other two devices, the devices´ batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. For all the devices, a review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d4 (lot number and expiration date), h4 corrected data: b5, d8/d9 (device available for evaluation?)

Event description:
It was reported that, after tka surgery was performed on (B)(6) 2013, the patient experienced disassociation of the lgn ps high flex xlpe sz 1-2 9mm. This adverse event was solved by a revision surgery on (B)(6) 2024, in which the insert was exchanged. Health status of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after tka surgery was performed on (B)(6) 2013, the patient experienced disassociation of the lgn ps high flex xlpe sz 1-2 9mm. This adverse event was solved by a revision surgery on (B)(6) 2024, in which the device was explanted and a s+n back up device was used instead. Surgeon doesn't think products failure. Health status of the patient is unknown.